Manufacturer narrative:
Items returned for evaluation: pusher, implant, introducer, shrink lock. Items not returned for evaluation: catheter. The visual analysis of the returned device found that the implant was not attached to the pusher. The implant was returned kinked, stretched, and separated from the pusher. The investigation of the pusher found the monofilament with a broken tip, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the implant kinked, stretched, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No new information received.

Event description:
As reported: the implant was unintentionally detached in the microcatheter. The coil was withdrawn and removed from the patient. The coil was replaced with a different azur coil to continue the procedure. Subsequently, the procedure was successfully completed. No patient health damage was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.